Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not resume insulin delivery as intended. Customer's blood glucose ranged between 200-250mg/dl. Although requested, the customer declined to upload the pump data logs for tandem technical support to determine a possible cause. Reportedly, customer continued to use pump for insulin therapy.